Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). In the moment the device is investigate in our service laboratory. If we get new information, an investigation report will create.

Event description:
As reported by the user facility of the sales organisation from (B)(6): "screen went blank and stopped." Customer information: b braun perfusor pump administering noradrenaline noted to have blank screen and stopped. Unable to operate pump further, second pump with noradrenaline started and pump removed from bedspace to be sent to eme.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400440009. Based on the investigation of the history log files it was possible to comprehend an infusion therapy with drug "insulin", whereby no abnormalities or malfunction could be detected. Further a second infusion therapy could be detected, but here the infusion was stopped two times by a device error "syringe holder open". After the second error a syringe change was performed. Immediately after the restart a device alarm 1133 (=internal error) was occurred. During the visual inspection of the perfusor space, all cover caps on the screw pillars and the seal on the lower housing were available and undamaged. It was possible to detected some age related sign of wear. The functional test was performed. The device passed the self test with a positive result. A syringe could be successfully identified and selected in the pump menu. It was possible to bring the pump in operation. A long term test over 24 hours was performed. This functional test was performed with a connected power supply and disconnected power supply (battery mode). No abnormalities could be detected. For an inside investigation the device was disassembled. No damages could be found. The complaint could not be confirmed. The reported error (screen went black during infusion therapy) could not be reproduced.